Event description:
It was reported that a patient underwent a dilatation and curettage and an endometrial thermal ablation procedure in 2007. Post-operatively, the patient reported midline pelvic pain and prolonged serosanguinous vaginal discharge. Examination found uterine tenderness. Laboratory studies found normal hct and wbs with no fever. The patient was treated for possible endometritis with a round of antibiotics, which did improve the pain until the medication ran out. She underwent a pelvic ultrasound two weeks ago revealing a two centimeter thick heterogeneous endometrium. Cervical culture and endometrial biopsy collected near that time were both negative. The endometrial biopsy tool passed without difficulty. In the past week, there has been slight improvement in the pain.

Manufacturer narrative:
Conclusion: no conclusions can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.